Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On january 25, 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation and on additional information obtained when the medical surveillance specialist reviewed the call recording. The patient reported that the alleged inaccuracy issue began when she received the meter in (B)(6) 2019. The patient stated during the call that she manages her diabetes with metformin and glipizide medication. It was not reported if the patient made any changes to her usual diabetes management regimen as a result of the alleged issue. The patient claimed that on (B)(6) 2019 she developed symptom of feeling ¿shaky¿; symptom she associates with a low blood glucose excursion. The patient reported testing her blood glucose in response to the symptom and obtaining alleged inaccurate high results with the subject meter of ¿240 or 260 mg/dl¿. The patient claimed she took food and/or drink as self-treatment for the symptom. No other device was used for testing. At the time of troubleshooting, the csa walked the patient through a control solution test and the result fell within the specified control solution range. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.